Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 4.00x15mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed successfully from the patient. The procedure was completed with alternate method. There were no complications reported.